Manufacturer narrative:
Natus technical service requested that the complainant fill out a questionnaire regarding the issue and any patient involvement. Natus technical service also asked if a solution had been found to the issue and appropriate results had been obtained by the EKG equipment. The complainant reported that the patient had been taken off of EKG monitoring after the event, and that there have been no similar issues reported since the event. The neoblue cozy and EKG equipment continue to be used by the user facility. The complainant believed the issue to be a one-off incident. Appendix b "electromagnetic specifications" of the neoblue cozy service manual 051915 rev. H states that the customer or user should assure that the neoblue cozy is used in the electromagnetic environment specified in table b.1. Appendix b, table b.1 states that the neoblue cozy led phototherapy system uses rf energy only for its internal function. Therefore, its rf emissions are very low and are not likely to cause any interference in nearby electronic equipment.

Event description:
It was reported to natus that a neoblue cozy unit was generating excessive artifacts in EKG equipment while EKG monitoring. The complainant tried multiple configurations of the EKG equipment and the neoblue cozy to limit the artifact but was unsuccessful. It was reported that the artifact only occurred in the presence of a neoblue cozy and not in the presence of an overhead neoblue unit. There was no report of death, serious injury, or environmental/safety concerns.